Event description:
A customer reported an error with their continuous glucose monitor (cgm), specifically mentioning cgm error 42 with a g7 sensor. There was no adverse impact on the customer's blood glucose level. Technical support provided detailed instructions for resetting the pump, and the customer was guided through this process. After the reset, the pump no longer displayed the error, and the customer successfully started a new sensor session.